Event description:
Coils were being placed in an attempt to embolize external carotid artery. The last coil was placed; however, upon withdrawal of the catheter, the coil came back into the external carotid artery. The coil then went into the internal carotid which is now totally occluded. An attempt to snare the coil was unsuccessful. The pt still has neurological functions at this time.